Event description:
The patient experienced increased pain and contacted her health care professional. The pump was interrogated in 2008 and found to be stalled. The patient had not heard any alarms. The pump was reprogrammed, but still showed a motor stall. A bolus was programmed, but the pump still showed a motor stall. The patient was taking unspecified oral medication. The pump was replaced. Following the replacement, the patient had a good therapy outcome; no symptoms of lack of therapeutic effect. There was no patient injury. The pump was used to deliver morphine.